Event description:
The rptr stated that the surgeon was inserting a silicone single piece lens model aa4204vl and the lens tore. The surgeon removed the lens with no incision enlargement or pt injury.

Manufacturer narrative:
No lens was rec'd in the lens box. It should be noted that the cartridge and injector were not returned for eval.